Event description:
Additional information received reported that the cause of the frayed pipeline was understood to be a phenomenon due to individual differences in products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there were some frayed parts in the distal stent. There were no abnormalities such as resistance during pipeline delivery. There were no abnormalities or damage observed in the concomitantly used microcatheter. The product was replaced with a medtronic product and the procedure was completed successfully. The cause of the pipeline failure to open was understood to be a phenomenon due to individual differences in products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline in the middle section failed to deploy. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid (ic) posterior communicating artery (pcoma) aneurysm with a max diameter of 7 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The blood vessel diameter in the landing zone was 3.7mm distally and 4.5 mm proximally. Dual antiplatelet treatment (dapt) was administered and the pru level was proper value. The product was not used in infected patient. It was reported that the pipeline was initially deployed distally, achieving good deployment. When aligned to the distal deployment position and further deployment was attempted, the middle part of the pipeline failed to deploy properly, without twisting or flattening. Re-release was attempted distally once more, but again, the deployment of the middle part was poor, leading to the decision that further deployment was not feasible, and retrieval was carried out. Up until the point of retrieval, appropriate preparation was made, and re-release was attempted twice. The pipeline was not located in the tortuosity of the blood vessel. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no other type of performed operation to use another device to deploy the stent. The stent was removed from the patient's body and the pipeline was resheathed and collected along with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.